Event description:
Additional information was received. A replacement procedure was performed. This device was removed.

Manufacturer narrative:
It is unknown whether this device will be returned for analysis. Should the device be returned or additional information become available, this event will be updated.

Manufacturer narrative:
This is the information known at this time. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, interrogation revealed that the device had reached elective replacement indicator (eri). The results of a longevity calculation indicated that the monitoring voltage was normal based on therapy use and programmed settings. Although the battery itself had not depleted prematurely, two consecutive charge times in excess of the 18 specification triggered eri earlier than expected. Device circuitry was designed such that the eri charge time limit of 18 seconds would be reached near the corresponding eri monitoring voltage limit. Engineers concluded that this device did not experience a component failure or premature battery depletion. Rather, the replacement indicator was declared due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.

Event description:
Boston scientific received information that this implantable cardiac resynchronization therapy (crt-d) device displayed elective replacement indicators within thirty months of implant. A family member of the patient with this device contacted an internal technical service consultant regarding this issue and was referred to the patient's physician. Reportedly, a replacement procedure is intended in the near future. No adverse patient effects were reported.